Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1260. There was no reported adverse event.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to displaying error code 1260. Functional and visual testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "1260" error code alarm message on power up during the investigation. No damaged of components could be found of the microprocessor unit board. A microprocessor unit board will be replaced to resolve the issue.